Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Talent stent graft systems were implanted during the evar treatment of aaa on unknown dates. The following adverse events were reported: aneurysm enlargement, conversion to open repair, rupture, occlusion, mi, paraplegia/paralysis, stroke, bowel ischemia, renal failure, respiratory failure, graft limb thrombosis, a iliac rupture, dvt, wound infection, sepsis and femoral dissection. The cause of the adverse events are undetermined.